Event description:
It was reported that during a predischarge device check, this pacemaker system exhibited loss of capture (loc) with asystole greater than two seconds. The device did not store any alerts regarding the loc. Boston scientific technical services (ts) was consulted and upon review, it was noted that both raat and rvat were successful. All other lead measurements were within range. Further information confirmed that this right ventricular (rv) lead was dislodged, and a lead revision was scheduled. No additional adverse patient effects were reported. At this time, this device system remains in service.